Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest deviceas well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the electrodes. The patient's physician prescribed a water-based steroid cream. However, the patient indicated that she would not be using the cream. She noticed that the irritation feels better by just letting it dry out after showering.